Event description:
It was reported that .. "Opening a new navigator inserters and it was broken when I opened the package."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Methods: device history review; device inspection; complaint history review; risk assessment. Results: the static navigator inserter was confirmed to have bent tips upon visual inspection. This event occurred during an inspection and there was no associated surgery. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It is unknown when the damage to this instrument occurred because the issues was identified during a kit inspection. The tips could have been bent during a previous surgery, during cleaning, during shipping, etc. But this information is not available. The likely cause of this event could not be determined and is likely multifactorial in nature. Conclusion: the likely cause of this event could not be determined and is likely multifactorial in nature.

Event description:
It was reported that .. "Opening a new navigator inserters and it was broken when I opened the package."